Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that this device recorded an untreated episode due to noise oversensing in the secondary vector. The local boston scientific representative suspected that the noise issue occurred due to the vector being changed the week prior from primary to secondary vector. The device programming was switched back to primary vector and the patient was asked to performed provocation tests and no noise was observed. Subsequently, over the weekend, the patient experienced another untreated episode for noise and the smart pass feature was on. Latitude data were reviewed and boston scientific technical services suspects that the untreated episode was due to a sense b node issue. This issue would eventually affect only primary and alternate vectors, leaving secondary unaffected. Troubleshooting options were provided to see if the noise is reproducible. The programming option may be using secondary vector if the troubleshooting testing is not providing a condition of double detection, noise oversensing and/or very low r-wave. The local representative was asked to review any available x-ray imaging, compare the images from the implant versus the current system location. The reviewed data did show low t-wave amplitude in the secondary vector. No adverse patient effects were reported. This s-ICD and electrode remains in-service.